Manufacturer narrative:
Based on the claim against the product by the customer noting the grip/clevis/pivot pin is dislodged, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to request that the prograsp forceps be returned for evaluation. As of the date of this report, intuitive surgical, inc. (Isi) has not yet received the device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was reported that the instrument's pin was dislodged but did not fall inside the patient's anatomy. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur due to surgical intervention being required if the pin were to fall inside the patient's anatomy.

Event description:
It was reported that during da vinci-assisted surgical procedure, the prograsp forceps instrument was not able to articulate. Upon examination, it was noticed that the pin that holds the jaw was half dislodged. A backup instrument was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary failure of the dislodged grip pin to be related to the customer reported complaint. The instrument was found to have the grip pin dislodged at the distal end. Common causes of the failure mode dislodged instrument grips pin are attributed to manufacturing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Advance failure analysis (afa) investigation confirmed the initial findings. The instrument grips pin was found to be dislodged. However, upon closer examination it appeared that the grips pin was improperly swaged. The root cause of this failure is attributed to manufacturing.

Event description:
Refer to h10/h11 for follow-up information.